Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. A trunk-ipsilateral leg component (rlt261412j/13964270) and three contralateral leg components were deployed without issue. The patient tolerated the procedure. On an unknown date, a type ii endoleak originating from lumbar arteries was revealed. The lumbar arteries were coil-emoblized to treat the endoleak. Later in a follow-up study, aneurysm enlargement was noted. Exact amount of enlargement was unknown. On (B)(6) 2018, an imaging revealed an endoleak of unknown type. Banding procedure was performed to treat the endoleak. The patient tolerated the reintervention procedure.